Event description:
On (B)(6) 2016, three patient specimens were assayed for troponin on the tosoh aia-360 analyzer. The testing for all three specimens was done using primary sample tubes. The three results were all positive with results of 0.23 ng/ml, 0.23 ng/ml, and 0.36 ng/ml all three patients were transported to a larger medical facility where the three patients were retested for troponin and all three patient results were negative at <0.06 ng/ml. The patients were not treated and were released. On (B)(6) 2016, patient tested for troponin, primary sample tube used for assay. Patient result 0.36 ng/ml, positive. Patient transported to a larger medical facility where troponin was retested and the patient result was <0.06 ng/ml, negative. Patient was not treated and was released. All qcs were within target ranges and there were no analyzer issues noted. Additional testing showed no evidence of reagent performance issues. Root cause: unable to determine but suspect specimen handling issue.

Manufacturer narrative:
The following corrections were recorded in the present supplemental MDR in the noted sections: unk. Unk. Unk. Unk. Unk. Unk. Product problem. Blank field. N/a. N/a. Section c - suspect product(s) - no. Tosoh corporation. Shiba-koen first building. 3-8-2 shiba / minato-ku. Tokyo 1058623 japan. UDI - (B)(4). Health professional. Crystal stoller. Jacobson memorial hosp. 601 east street north. Elgin, nd 58533 USA. Yes. Health professional. Unknown. Doria esquivel. 6000 shoreline court suite 101. South san francisco ca 94080 USA. (650)636-8123. Complaintsspecialists@tosoh.com. 2/24/2016. Follow-up #1. 3 years. Outpatient diagnostic facility. Tosoh corporation. Shiba-koen first building. 3-8-2 shiba / minato-ku. Tokyo 1058623 japan. Doria esquivel. 6000 shoreline court suite 101. South san francisco ca 94080 USA. (650)636-8123. Complaintsspecialists@tosoh.com. Tosoh corporation. Shiba-koen first building. 3-8-2 shiba / minato-ku. Tokyo 1058623 japan. Health professional. 2/24/2016 PMA/510k: k971103. Malfunction. Correction / additional information. No / resolved over the phone / not returned to manufacturer. 10/01/2015. No. Patient code(s): 2692. Device code(s): 1307. Method code(s): 10. Result code(s): 213. Conclusion code(s): 71. Reuse. The probable cause of the event was specimen handling. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.